Event description:
It was reported in a literature article that a stent monotherapy technique was used to treat the right internal carotid artery blister-type aneurysm (rica) where two overlapping stents (the subject device and a non-stryker stent) were placed. One month angiography follow-up revealed that the ¿aneurysm rapidly expanded." Therefore, the patient underwent a rica occlusion and a superficial temporal artery to middle cerebral artery (sta-mca) bypass surgery.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The reported patient medical intervention required is a known and anticipated outcome to these types of procedures and the directions for use contain notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. A literature article is a retrospective review on multiple overlapping stents as monotherapy in the treatment of "blister" internal carotid artery aneurysms published in 2014. The device remained implanted.

Event description:
It was reported in a literature article that a stent monotherapy technique was used to treat the right internal carotid artery blister-type aneurysm (rica) where two overlapping stents (the subject device and a non-stryker stent) were placed. One month angiography follow-up revealed that the ¿aneurysm rapidly expanded". Therefore, the patient underwent a rica occlusion and a superficial temporal artery to middle cerebral artery (sta-mca) bypass surgery.